Event description:
It was reported that a patient underwent a pelvic organ repair procedure on an unknown date to treat pelvic organ prolapse and urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported the patient experienced pain extrusion, bleeding, dyspareunia, vaginal scarring, distortion of the floor of the bladder from mesh, suburethral distortion, vaginal tissue with submucosal foreign fibrosis and chronic inflammation. It was reported, the patient underwent the following procedures of removal/ explants of mesh and reason: (B)(6) 2007 and (B)(6) 2007 due to ongoing hip pain in hip and posterior thigh; (B)(6) 2008 due to pain and discomfort superficially at site of left posterior tab; (B)(6) 2010 due to pain and dyspareunia; (B)(6) 2011 due mesh pain, dyspareunia, exposed anterior mesh. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted to treat pelvic organ prolapse and urinary incontinence. The patient underwent excision of mesh on (B)(6) 2007 and (B)(6) 2008. The patient underwent additional mesh removal surgeries on (B)(6) 2010 and (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-08429. The same patient is represented in each medwatch.